Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing painful stimulation in the groin and bladder. It was noted that the event only occurs when the stimulation was turn on. The patient underwent a revision procedure wherein ipg and lead were replaced. No device malfunction was suspected. The patient was reportedly doing well.